Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The representative reports that the lead dislodged with in 24 hours of implant and was repositioned. The lead remains implanted.